Event description:
It was reported initially that the zimmer skin graft mesher was not working properly. Despite multiple attempts to obtain additional information from the initial reporter, no additional details were obtained regarding the reported event. However, there was no report of injury or medical intervention associated with the incident. Through evaluation of the device it was noted that the comb was damaged.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device is 10 years old and was last returned to the manufacturer for repair on (B)(4) 2009. Inspection of the device revealed a damaged roller, comb, sideplates, and bushings. Ratchet of the device was in need of repair as well. The 1.5:1m 3:1, and 4:1 cutters included by the customer produced incomplete meshes. Damage to the combination of components could have caused the customer's event. The cause is most likely due to the user not maintaining the device per preventive maintenance and handling according to the instructions for use. The zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance. Annual factor calibration checks are strongly recommended to verify continued accuracy. The device was serviced and returned to the customer.